Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with 600cc mentor memorygel breast implants experienced several unexplained systemic symptoms post procedure. Autoimmune like symptoms, fatigue, hives, weight gain, medication allergies, unspecified stomach issue, back pain, and shoulder pain. The patient takes zurtec and benadryl to treat her hives. The patient suspects breast implant illness and has never received a diagnosis for an autoimmune disease. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-22007 for contralateral prosthesis report.